Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion pre-loaded omni-tome. After successfully performing a sphincterotomy, what was described as "something black" detached in the patient. The sphincterotome and wire guide were withdrawn from the endoscope. The suction channel of the endoscope was used to remove the object from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The sphincterotome was returned with the wire guide loaded inside the wire guide lumen. The black material that had been removed from the patient was included in the return. The material is likely a very small section of the outer coating from the wire guide. The material is approximately 2mm in size. The material is soft and flexible in texture and does not have any sharp edges. No damaged areas in the wire guide coating were visible with the naked eye. The wire guide was removed from the sphincterotome and viewed under magnification. Three small areas of the damage to the black outer coating were noted near the distal end of the wire guide. The wire guide coating damage only penetrated the first level of the outer coating. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for coated wire guides and sphincterotomes that are preloaded with coated wire guides was conducted. In the past twelve months, there have been no other occurrences of a small portion of the outer layer of wire guide coating detaching in the patient. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: the information provided with this report was reviewed with clinical personnel. Although the small portion of the wire guide coating was removed from the patient by endoscopic suction, the detached portion is likely to have passed naturally through the patient's gastrointestinal tract without incident. Because a retrieval was made, this report is being submitted out of an abundance of caution. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: wire guide coating damage can occur if the elevator of the endoscope is closed onto the wire guide during use. The instructions for use instruct the user that the elevator should remain in an open/down position when advancing or retracting the sphincterotome. Prior to distribution, all fusion pre-loaded omni-tomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.